Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was prematurely depleting. A replacement procedure has been scheduled. Later in time surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device could not be telemetered and did not respond to a magnet. A longevity calculation confirmed the device did not last as long as expected. A review of device memory noted that on (B)(6) 2019, the device battery current consumption was normal; on (B)(6) 2019, the current consumption was high. No abnormal events were identified between those two dates. The device case was opened, and an external power source was attached to the device. The battery current was normal and there was no high current draw observed. The device was placed into an oven and the current remained normal. The hybrid was manipulated, and no changes were observed. Analysis confirmed that at one point, this device exhibited an increased current consumption which resulted in premature battery depletion; however, this increased current draw could not be recreated in the laboratory setting and the root cause of the battery depletion remains unknown.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was prematurely depleting. A replacement procedure has been scheduled. Later in time surgical intervention was performed and the s-ICD was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was prematurely depleting. A replacement procedure has been scheduled, however as of now the s-ICD remains in service. No adverse patient effects were reported.